Manufacturer narrative:
No device was returned to olympus for evaluation. The cause of the reported event could not be determined. The instruction manual unpacking and initial inspection section states, ¿upon receipt, examine the instrument and accessories for damage. Do not use a damaged product.¿

Event description:
Olympus was informed that the sterility of the device was compromised. During preparation for use, it was found that the package of the falope ring bands was not sealed. A total of four devices were compromised. The devices were not used. There was no patient involvement. This is report 3 of 4.